Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported that their time settings were inaccurate. Customer's blood glucose level was 144-181 mg/dl. Customer adjusted settings and was satisfied.